Manufacturer narrative:
Date of initial report: 10/16/07. The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that during a radio frequency ablation procedure, a water leak occurred at the strain relief. A new needle electrode was opened and the procedure completed. There was no reported injury. The hospital was using tap water for cooling and not sterile water.